Manufacturer narrative:
Complaint (B)(4). No samples were provided by the customer. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint to our supplier for their investigation and comments. A check of documents of the concerned material/batch shows no documentation indicating the deviation. Retain samples were visually inspected; no defects in any of the components or connecting areas could be observed. Kick back testing was performed; no tube kick back was detected initially nor after tubes were allowed to remain attached for 30 seconds. Silicone quantity on the luer adapter needles was checked; quantities were within specification. The complaint cannot be determined.

Event description:
Customer states when putting the tubes on to fill, the tubes are not held, but will fly off.